Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a consumer via a representative regarding patient receiving baclofen and morphine at unknown concentrations and doses via an implanted pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient's pump did not work and had not been working for the last nine months. They had both morphine and baclofen in the pump and the physician was slowly backing off of the patient's oral medications. Additionally the pump stopped working as a physician did a flow study test (B)(6) 2016. They later clarified they assumed it was the catheter and not the pump. The patient knew they would do surgery but did not want to wait until (B)(6). The patient was paralyzed from their sternum down and their legs were kicking "like crazy" and they had pain as well. It had been getting worse the last three to four months. The patient was going to follow up with a healthcare professional.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided medical history which included intractable spasticity, spinal cord injury/spinal cord disease (paralyzed from the sternum down; complete t6-t7), a synchromed ii pump and an unspecified catheter (model # 8637-40, 8709sc, implanted on (B)(6) 2011), an unspecified catheter (model # 8709sc, implanted on (B)(6) 2012), a motor vehicle accident (in 2003) resulting in spastic paraplegia, carpal tunnel syndrome (bilateral), and involuntary abnormal movements . Concomitant products included alprazolam 1 mg 3x day, cymbalta (duloxetine hydrochloride) 60 mg 1x day, furosemide 20 mg 1x day, klor-con (potassium chloride) 20 meq 1x day, nexium (esomeprazole magnesium) 40 mg 1x day, oxybutynin chloride 5 mg 3x day, and synthroid (levothyroxine sodium) 50 ug 1x day. On an unreported date in (B)(6) 2011, the patient started treatment with baclofen 1000 ug/ml at 551.4 ug/day and morphine 40 mg/ml at 22.055 mg/day, both intrathecally via the synchromed ii pump, for intractable spasticity and spinal cord injury/spinal cord disease. On an unspecified date in 2015 (reported as 9 months to a year ago relative to (B)(6) 2016), after starting treatment with the products, the patient experienced pain, muscle spasticity, and "it¿s not working". On (B)(6) 2016, the patient was seen in clinic for continuing severe spasticity and pain. The patient had seen ¿no improvement in symptoms since the last increase in dose of morphine via the itb pump.¿ with that visit, a catheter port study was attempted and the physician was unable to withdraw medication or spinal fluid. At that time, a refill of the pump was done, the pump dosing was unchanged, and the patient was referred to a surgeon for catheter revision. The patient was sent for an itb (intrathecal baclofen) catheter flow study and a ¿probable catheter replacement.¿ valium (diazepam) at 5 mg orally 2x/day was added for treatment of his severe muscle spasms until a catheter replacement could be done. The visit assessment included malfunction of the itb pump catheter. On (B)(6) 2016, a flow study was done and the pump was not working. On (B)(6) 2016, the patient started treatment with dantrolene sodium 50 mg 3x day and valium 5 mg 3x day. Surgery was planned for (B)(6) 2016 but the patient felt he could not wait. As of (B)(6) 2016, the patient was awaiting date of surgery and use of the product was ongoing. No additional information was provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.